Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to clean the speaker holes and attempt to resume insulin delivery after reconnecting the cartridge, but was initially unable to resume insulin. A follow-up for further troubleshooting was planned when the caller was unable to load a new cartridge. The original cartridge did not vent properly, but after following instructions, the pump resumed normal operation.